Event description:
Pediatric radial jaw 4 with needle. The pediatric biopsy forcep being used to take biopsies broke. The wire that allows the forceps to open and close broke and a piece fell into the patient pleural space. The piece was retrieved. CT chest negative. After view of case and interviewing all staff involved as well as the physician performing the procedure, it was determined that the cause of the incident was a defective forceps. All appropriate reporting procedures were followed.